Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump button harder to press. Customer¿s blood glucose level was unknown. Customer reported that the buttons not responding. Customer reported that the insulin pump not exposed to moisture. Customer observe time clock for one minute and time was advances. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.